Event description:
It was reported that a piece of the black shaft was "lifting off" from the teneculum forceps instrument. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found no pieces of the main tube or proximal clevis broken or "lifting off". All components are intact. The distal end of the main tube has deep scratches. No other damage found.